Event description:
Patient undergoing a bilateral sacral-iliac joint fusion in operating suite when the tip of the bone shaving device - 3.5mm dual action si decorticator cutting element 2 - did not retract, but became disengaged from the unit and was retained in the patient's bone. Attempt was made to retrieve the tip via suction, but not successful. The sales rep was consulted and noted that the piece was very small (3.5mm) and implantable grade titanium and also that the tip was in the hole that was drilled for the screw so decided screw was placed over it permanently lodging it in the bone and therefore eliminating the chance that item would move.